Manufacturer narrative:
Block b3: date approximate.

Event description:
It was reported that the patient experienced frequent charging of the spinal cord stimulation implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was removed and replaced with a new one. There were no patient complications. The explanted ipg will not be returned as it was discarded at the medical facility.

Event description:
It was reported that the patient experienced frequent charging of the spinal cord stimulation implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was removed and replaced with a new one. There were no patient complications. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: date approximate.